Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a 8.5f sheath with curve viz smc, and a brim cap detached, hemostatic valve - separation issue occurred. The bwi product analysis lab received the device for evaluation. The investigational analysis completed 3/10/2020. The device was visually inspected and brim cap valve and friction ring were found dislodged into hub. These components could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device no internal actions were found during the review. The customer complaint was confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a 8.5f sheath with curve viz smc, and a brim cap detached, hemostatic valve - separation issue occurred. During the procedure, the orange hub of the vizigo sheath broke off when the dilator was removed. When the physician took out the dilator the hub came off and the valve separated in 3 pieces. No excessive blood was observed. No air entered the patient¿s body and no surgical or percutaneous removal was required. The sheath was replaced and the case continued without patient consequences. The observed detached brim cap and separated hemostatic valve issues have been assessed as MDR reportable malfunctions.